Event description:
Pt has a boston scientific endovive 18 fr right angle feeding tube (balloon device). He is currently admitted in our picu for pneumonia, respiratory distress, and g-tube leaking. We have attempted to remove/replace his feeding tube to the severe leaking. We are unable to deflate the balloon and subsequently remove the tube. He has been evaluated by pediatric gastroenterology, who also cannot remove the tube. The current plan is for him to go to interventional radiology to have the balloon popped endoscopically. He will require general anesthesia for this procedure.